Event description:
Consumer reports, that wife wore heat patch for a couple of hrs and received a 1st degree burn. Saw nurse who put antibiotic gel on the affected area.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.